Event description:
A caller reported experiencing occlusion alarms. There was no adverse impact on the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.